Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the pseudocyst drainage procedure, the hydrophilic tip was cut, exposing the tip of the metal corewire. The detached tip was left inside the patient to pass naturally. The patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the pseudocyst drainage procedure, the hydrophilic tip was cut, exposing the tip of the metal corewire. The detached tip was left inside the patient to pass naturally. The patient's condition was reported to be fine.